Manufacturer narrative:
Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was 505 mg/dl. Elevated blood glucose was addressed with a correction bolus via the pump and a supply change. R a systems check was performed with tandem technical support and no issues were identified, however, the customer reported using admelog brand insulin, which is considered off label insulin use per the tandem user guide. Tandem technical support educated the customer on this. The customer resumed insulin therapy.